Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. The returned sample was visually inspected and found non-conforming with foreign material on the port face and along the needle. The sample was then functionally conforming for actuation, aspiration and cut. The sample was found conforming for actuation and aspiration and was non-conforming for cut. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area, cutting edge, and a couple other locations along the inner cutter. The cutting edge of the inner cutter was observed to be damaged. The complaint evaluation confirmed that the probe had a cut issue. The most likely root cause for the poor cutting is the observed damage to the inner cutter of the probe. A damaged inner cutter can impede the movement of the cutter shaft, causing to probe to not be able to perform the cut. A damaged cutting edge will also decrease the quality of the cut performed. How and when the inner cutter of the probe became damaged cannot be determined form this evaluation. No specific action with regard to this complaint was taken by the manufacturing site because the exact root cause for the cut issue cannot be determined from this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A charge nurse reported that the surgeon felt the vitrectomy probe did not seem to be cutting the vitreous efficiently during a cataract/vitrectomy procedure. The product was replaced and the procedure was completed. There was no patient harm reported. The reporter has declined consent to follow-up.